Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 600 mg/dl at the time of incident and current blood glucose level was over 600 mg/dl. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer was treated with injected 20 units of insulin. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the liquid from bottled water. Customer troubleshooting was performed for high blood glucose level. The device will be returned for analysis.

Manufacturer narrative:
Device received with no button response due to moisture keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding. No moisture damage on the lcd board, mother board, interface board, rf board, motor, vibrator motor and battery tube assembly during visual inspection.